Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit is broken and the image is not displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device unit) is broken and therefore the image is not displayed. (Image flickers on screen is accompanied by the confirmed failure). And regarding the new reportable malfunctions identified in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a flickering image. There were no reports of patient harm.